Event description:
The following was reported to hamilton medical ag: the ventilator alarmed with "oxygen supply failed" during pre-op and functional tests when trying to deliver 50% o2. O2 input tests fails while conected to high flow o2.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.